Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device returned has the distal tip damaged. The visual inspection was performed and the device presents distal tip kinked from the proximal end, and the distal tip peeled from the proximal end to distal end. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire separation occurred. A express vascular sd stent was advanced to the posterior tibial artery. After the stent has been deployed, the physician pulled the v-14 wire back but it got caught on the stent. The wire was pulled from the stent where the physician pushed the wire back through the stent after getting it released and the tip sheared off into the patient. The tip went into a branch and the physician plans to leave it there. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that a guide wire separation occurred. A express vascular sd stent was advanced to the posterior tibial artery. After the stent has been deployed, the physician pulled the v-14 wire back but it got caught on the stent. The wire was pulled from the stent where the physician pushed the wire back through the stent after getting it released and the tip sheared off into the patient. The tip went into a branch and the physician plans to leave it there. The procedure was completed with this device. No patient complications were reported.